Manufacturer narrative:
A ge service rep performed an on site investigation. The connection at the bottom of the workstation was partially unplugged. This connection was restored during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 sytem locked up while using the lift column prior to a case. No pt injury was reported.